Event description:
It was reported that during a routine device check, the patient complained of being tired and the patient was noted to have intervals of bradycardia. The physician was unable to establish telemetry. There was no magnet response and no pacing spikes were seen. The device was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.